Manufacturer narrative:
If additional information is received from the reporter a supplemental report may be submitted. Complaints will continue to be monitored for trends.

Event description:
Translated from french using google translate: "description of the incident/ occurrence of the incident: during an instrumental delivery using a kiwi vacuum extractor due to failure to progress and fetal heart rate abnormalities, the device broke. The incident occurred 3 times with 3 new devices, leading to the medical decision to use suzor forceps. Immediate action: replacement of 3 vacuum extractors with new devices. Replacement of the device with suzor forceps. Immediate apparent consequences: for patients: for the mother: prolonged delivery with increased pain, stress with post-traumatic anxiety, and other potential risks. For the baby: fetal distress in a newborn already experiencing an abnormal heart rhythm, prolonged delivery time, with potential increased pain, probable post-traumatic stress. For healthcare professionals: insecurity, event management, stress, workload overload. For the facility: economic cost due to the need for additional equipment and other potential consequences on patient care. We would appreciate it if you could inform us whether this type of incident is recurring or isolated. Assured that we share this same commitment to improving the quality and safety of care, I remain, madam/sir, yours respectfully."